Manufacturer narrative:
Complaint is being cancelled as duplicate to complaint (B)(4).

Event description:
Complaint is being cancelled as duplicate to complaint (B)(4).

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) unit fiber optic sensor module failure alarm. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.